Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 18-mar-2016, from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. In relation to device insertion, placement painful was reported. After that, on an unspecified date, the consumer experienced allergic complaints, dizziness, tiredness, and swollen abdomen. Consumer reported problems with daily tasks. Unspecified medication was given. It is unknown if consumer recovered from events. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergic complaints. This event is listed in the reference safety information for essure. In the present case, consumer had a history of nickel allergy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. Given the nature of the event allergic complaints and considering consumer's medical history, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Since consumer reported problems with daily tasks, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
(B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra (B)(6) can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: hypersensitivity: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergic complaints. This event is listed in the reference safety information for essure. In the present case, consumer had a history of nickel allergy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. Given the nature of the event allergic complaints and considering consumer's medical history, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Since consumer reported problems with daily tasks, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.